Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the display screen was dim and discolored. The battery compartment was cracked from the top. Unrelated to the display and battery compartment issues, the pump was returned with the rubber cover detached from keypad. The audio bolus button was torn. All of the keypad buttons were responsive and there was no evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 11/06/2014.